Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. (B)(4)

Manufacturer narrative:
This product is not marketed in us. Patient code (B)(4)- secondary surgical intervention, lens removed and exchanged for a longer lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -6.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged due to low vault. This echange resolved the problem.